Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was successfully downloaded using thump software and successfully uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the time of the customer's call. However, no relevant alarms were noted. To assure proper device functionality, the following tests were performed. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, and displacement accuracy test. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), label damage (faded), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations are not confirmed. Unable to confirm customer allegations of high bgs. Unit was also received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose. The customer reported a blood glucose value of 307 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). The event involved products unomedical, unk_reservoir, and mmt-1884l. Troubleshooting was not performed for high blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for unomedical and unk_reservoir. The product was returned for the analysis mmt-1884l.